Event description:
Pt had an existing triple lumen subclavian catheter. Needed a dialysis catheter. A guidewire from the dialysis catheter was inserted through the triple lumen subclavian catheter for purposes of change-out but was met with resistance and at some point sheared off inside the pt, necessitating intervention by the interventional radiology dept and extraction thereof. There were no complications as a result of the interventional radiology procedure. Pt was discharged without negative sequelae.